Manufacturer narrative:
The insulin pump had a motor error alarmed during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor (gold). The motor was test outside of the device and passed the motor tests. No damage found on motor. Analysis was unable to completed the functional testing due to motor error. The drive support disk was inspected and no anomaly was noted. Also, unit had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 72 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.